Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause:electronic defect on front panel. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: display white / unclear due to defect front panel.